Event description:
The patient's mother reported that she can hear his breathing when the vns stimulation activates. He was admitted to the hospital where blood tests reportedly showed hyperventilation. The vns magnet was taped on the patient's chest over the generator to disable the device. No additional relevant information has been received to date.

Event description:
It was reported that the physician's team wanted to disable the vns to determine if vns therapy was contributing to the patient hyperventilating. The physician then taped the vns magnet over the generator for 15 minutes and the patient appeared to tolerate the disablement. The stimulation on time was reduced from 30 seconds to 7 seconds and the patient seemed to tolerate the lowered settings and was sent home. Blood tests were taken and the patient was being treated for a renal issue related to medication.